Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is united kingdom. Block h6: based on the device evaluation, the missing coating material likely caused or contributed to the intermittent loss of connection. The probable cause for the missing material is due to a rough interaction with other devices. Manipulation and strain can damage internal components and result in the reported failure. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that omniwire was used in a diagnostic coronary procedure. During measurement, intermittent loss of connection was noted; tried reconnecting but persisted throughout the case. No patient injury reported. During the product return evaluation, a portion of the ptfe coating on the composite core was missing. This product problem is being submitted due to the missing material. There is a potential for harm if the malfunction were to recur.